Event description:
Reportedly, the surgeon fired the stapler, cut the tissue and when the stapler was opened the staples were not formed properly. The surgeon asked for another instrument and with babcocks positioned the tissue to form the closure. The stapler was fired and the staple line appeared to be intact. The eea was inserted and fired. The 'donuts' were perfect, however the second ta stapler left open bowel, it didn't staple completely across the bowel, therefore the surgeon defunctioned the bowel and the pt was left with a temporary colostomy. The surgeon hand sewed over the closure of the bowel.